Manufacturer narrative:
The outcome of the nips was within normal limits, and no more noise was observable on the shock egm, per the local area sales representative. No further information is expected.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The device was later explanted and returned for analysis.

Event description:
Boston scientific received information that during the device system upgrade, the transvenous right ventricular lead in association with the acute cardiac resynchronization therapy defibrillator (crt-d) did exhibit noise on the shock channel, but not the rate/sense. The noise was reproducible with subsequent testing. The implanting physician planned to perform a non-invasive programmed stimulation (nips) the following day. There were no reported adverse patient effects beyond the necessity of performing a nips.